Event description:
Related manufacturer reference number: 3006705815-2024-01062. It was reported that patient experienced ineffective therapy for leg pain. Surgical intervention was undertaken on (B)(6) 2024 wherein a second octrode lead was implanted. Effective therapy was restored.

Manufacturer narrative:
Section a4: weight is estimated. Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.